Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hypothermia patient was cooling on the arctic sun device (serial (B)(4) with a target temperature of 33c. Nurse reported the device sounded an alarm about erratic patient temperatures and stopped. Patient temperature was 33c and then 27c, water temperature was 42.1c, flow rate was 2.8lpm. Bladder probe was connected to device and esophageal probe to overhead monitor showed patient temperature as 33.6c. Event log showed alert 11 (patient temperature 1 below low patient alert), alarm 15 (unable to obtain a stable patient temperature) and alert 51 (patient temperature 1 below control range). Mss had the nurse switch the bladder and esophageal probes. The esophageal probe was connected to device now and patient temperature was at 33.9c, bladder probe was connected to overhead monitor, patient temperature was 27c and then became very unstable increasing and decreasing. Mss explained that these alerts or alarms were typically related to the temperature probe or temperature in cable. It appeared that the issue was the bladder probe not the cable. The nurse stated they would use the esophageal probe to drive the therapy. Mss explained that if the alerts or alarms reoccurred, nurse would need to change out the temperature in cable.

Event description:
It was reported that hypothermia patient was cooling on the arctic sun device (serial (B)(6) with a target temperature of 33c. Nurse reported the device sounded an alarm about erratic patient temperatures and stopped. Patient temperature was 33c and then 27c, water temperature was 42.1c, flow rate was 2.8lpm. Bladder probe was connected to device and esophageal probe to overhead monitor showed patient temperature as 33.6c. Event log showed alert 11 (patient temperature 1 below low patient alert), alarm 15 (unable to obtain a stable patient temperature) and alert 51 (patient temperature 1 below control range). Mss had the nurse switch the bladder and esophageal probes. The esophageal probe was connected to device now and patient temperature was at 33.9c, bladder probe was connected to overhead monitor, patient temperature was 27c and then became very unstable increasing and decreasing. Mss explained that that these alerts or alarms were typically related to the temperature probe or temperature in cable. It appeared that the issue was the bladder probe not the cable. The nurse stated they would use the esophageal probe to drive the therapy. Mss explained that if the alerts or alarms reoccurred, nurse would need to change out the temperature in cable.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿insufficient seal¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex temp-sensing catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.